Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lap sleeve procedure, the device would seal. When the surgeon went back to the area, it would be bleeding. There were no regrasp alerts, there was evidence of energy delivery and an end tone was heard. In order to resolve the issue, the device was used to seal again and was fine. The surgeon stated that he saw more bleeding with this device than other similar instruments. Surgeon commented may have been the meds that patient was given and changed post op meds for this reason. No patient injury. The incident device was discarded and is not available for evaluation.